Event description:
The customer reported via phone call that the insulin pump alarmed, indicating that the radio frequency programmable integrated circuit failed the self-test. The customer stated that the glucose meter would not communicate with the insulin pump, as well. The customer's blood glucose was 279 mg/dl. The customer was advised to program a normal bolus into the air, and the bolus was recorded in the bolus history. The insulin pump alarmed again during a self-test. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump alarmed during the self test due to a faulty component on the remote frequency board. Unable to perform the displacement test due to the alarm. The pump also had a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.